Event description:
Per the clinic, the patient experienced intermittent discomfort and pain, wound breakdown and infection at the implant site, exposing the receiver-coil/transducer. The patient underwent a skin revision surgery (specific date not reported) for retraction of skin into previous mastoid cavity. The device was subsequently explanted on (B)(6) 2026 and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.